Event description:
During the index procedure in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat the of the middle and proximal sfa of the left limb. On the same day, during the procedure, patient suffered a dissection. The event was treated with a non-medtronic stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat the of the middle and proximal sfa of the left limb. On the same day, during the procedure, patient suffered a dissection. The event was treated with a non-medtronic stent.

Manufacturer narrative:
Additional infomration: the distal and proximal sfa of the left limb were treated during the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient suffered severe dissection of the proximal sfa after dcb treatment. The event was treated with percutaneous intervention, with a non-medtronic stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.